Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device 00001701 number, and no internal actions related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 09-feb-2022, it was noted that based on the manufacturing record evaluation, the correct expiration date for the finished device 00001701 number is 25-jun-2022. Therefore, the d 4. Expiration date has been updated.

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve was observed folded inside the hub. After the vizigo¿ was put into the body, the physician prepared to implant the st catheter; however, a few droplets of blood were found at the entrance from where the st catheter is put in. The physician did not implant the st catheter and withdrew the vizigo¿ out of the body immediately. A new vizigo¿ sheath was used to complete the procedure without any problem. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).